Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex delivery system and microcatheter were returned for analysis. Approximate 1.0 cm of the distal braid was found partially deployed outside of the catheter tip. The remaining braid along with the pushwire was found to be stuck inside the catheter. For further examination, the pipeline flex delivery system was then pushed out of the catheter lumen with difficulty. The distal hypotube appeared to be stretched. The distal end of the pipeline braid was found fully opened and severely frayed. The pushwire was found to be kinked and bent. No other anomalies were observed. Based on the analysis findings the clinical observation of failure to open could not be confirmed as the distal end of the pipeline braid was found fully opened. We are unable to definitively determine the cause for the reported experience, however it is possible that the ¿severe vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the reported issues. Additionally, the damages seen on the catheter body (accordioning), hypotube (stretching), pipeline braid (fraying), distal and proximal wire (kinking/bending); suggest excessive force was used. In this event, the user may have contributed to the reported issues as the physician continued to advance the pipeline flex delivery system despite resistance. Per our instructions for use (IFU): ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Place the micro catheter tip at least 20 mm past the distal edge of the aneurysm. Gently retract the micro catheter to reduce slack in the micro catheter prior to inserting pipeline flex embolization device.¿ all products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received information that during treatment of an aneurysm the pipeline did not open distally as the patient had slightly severe vessel tortuosity. It was reported that the pipeline became stuck 5 to 10 cm from the distal tip of microcatheter and the physician somehow managed to advance the pipeline out of the microcatheter tip. However, the distal section of pipeline could be opened. The physician attempted to resheath however, the pipeline kicked back upon pushing the push wire. The pipeline and microcatheter were removed from the patient. It was further reported that upon removal the distal end of the pipeline was observed as a "trumpet" shape. A new pipeline and microcatheter were used to complete the procedure successfully. No patient injury was reported.